Event description:
It was reported the intraocular lens was implanted (B)(6) 2011 and was explanted approximately three (3) months later due to the patient's dissatisfaction with their vision quality. There was no patient injury, or enlarged incision at explant, and no further complications reported.

Manufacturer narrative:
(B)(4): dissatisfied. The lens was discarded by the customer and not returned for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.